Event description:
Reporter indicated that systems and normal mode diagnostics testing at office visit resulted in high lead impedance readings, indicating possible lead fracture. No serious injury was reported. A revision surgery was performed to replace the lead. The generator was replaced for compatibility with the new lead.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.